Event description:
Caller reported a cgm error 42 and initially did not experience any issues related to the pump coming out of storage mode. Technical support provided pump reset instructions and guided the caller through the process, after which the cgm error persisted. Technical support resolved the issue by deciding to replace the pump. The caller was instructed to continue using their current pump temporarily and was advised on how to put the pump into storage mode before returning it to tandem using a pre-paid label within ten days. There was no adverse impact to the customer¿s blood glucose level.